Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o2 sensor was replaced, and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs were reviewed and generated alarms for low o2 concentration was confirmed in the event log. According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Control and delivery of set gas concentrations are managed by the gas modules and software in the breathing subsystem on the control pc board and is independent of the measuring and alarm handling subsystem on the monitoring pc board. The function of the o2 sensor is limited to measuring and therefore the malfunctioning will not affect the delivered gas mixture. The root cause of the event was most likely an anomalous o2 sensor. This will not affect ventilation which will be as set and continues unaffected.

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).